Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The account stated that reagent #1 of axsym troponin-I adv lot# 49238m202 failed to open resulting in a probe crash. There was no report of impact to patient results.